Event description:
It was reported that the remote transmission showed that the right atrial (ra) lead had high thresholds and high impedance. There was a loss of capture on the right ventricular (rv) lead . The rv lead had diminished r-wave sensing and the heart rate was below the lower limit. Followup information received indicated that a revision was done on the ra lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.